Event description:
It was reported by a physician from (B)(6) that a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused bacterial peritonitis. One month and 3 days prior to experiencing the peritonitis, the patient began peritoneal dialysis (pd) treatment with dianeal pd4 (dose, frequency and lot number not reported) intraperitoneally (ip) for end stage renal disease (esrd). On an unreported date, the patient experienced a break in aseptic technique (details not provided). (B)(6) prior to receiving this report, the patient experienced the peritonitis which was manifested by abdominal pain and cloudy, dark brown peritoneal effluent. The patient denied having a fever or chills. On the same date as experiencing the peritonitis, the patient was hospitalized for the event and the patient received treatment with gentamicin (160 mg, IV (intravenous), once, lot not reported). On the same date the patient also began treatment with vancomycin (1 g, ip, daily, lot not reported) for nine days. One day after receiving the initial dose of gentamicin, the patient started treatment with gentamicin (60 mg, ip, daily) for 25 days. Thirteen days after being admitted to the hospital, the patient was discharged. Thirty three days after experiencing the peritonitis the patient was recovered from the event. No information was available as to whether the patient received re-training in aseptic technique. At the time of this report, dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because it was reported by a physician there was a break in aseptic technique by the patient. Note: poor aseptic techniques and proper user instructions are addressed in homechoice apd systems patient at-home guide ((B)(4)) issued on - (B)(4) 2010 and related direction sheet. Baxter training manual and labeling provides ample instructions related to prevention of the suspected poor aseptic technique. A sample was not requested because the event involved use error and there was no allegation against the device. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.